Event description:
It was reported that the insulin pump alarmed motor error. No further information provided.

Manufacturer narrative:
Insulin pump unable to prime during prime compromised force sensor system test due to faulty fsr. Insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.